Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8057575. Our records show that this is the only instance of defective tubing occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that when connecting the bd saf-t-intima¿ IV catheter safety system the extension tubing was damaged. The report is as follows, "the catheter was placed successfully on (B)(6) 2019 for transfusion. On the next day the nurse noticed that the extension tubing was damaged when connecting the infusion set. The catheter was changed immediately."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when connecting the bd saf-t-intima¿ IV catheter safety system the extension tubing was damaged. The report is as follows, "the catheter was placed successfully on (B)(6) 2019 for transfusion. On the next day the nurse noticed that the extension tubing was damaged when connecting the infusion set. The catheter was changed immediately."